Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead became dislodged after initial placement. While attempting to reposition the lead, difficulty was experienced extending the helix of this lead. As such, a conductor fracture was suspected. The lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead became dislodged after initial placement. While attempting to reposition the lead, difficulty was experienced extending the helix of this lead. As such, a conductor fracture was suspected. The lead was removed and replaced. No adverse patient effects were reported. The lead was returned for analysis.